Manufacturer narrative:
Manufacturer's preliminary analysis: there was no information to identify a misuse or inappropriate usage during the local injection, so pending quality investigations results, the causal relationship between the device and the incident was considered as not assessable. The practitioner did not send incriminated needles but returned needles from the same batch. Initial corrective actions/preventive actions implemented by the manufacturer no other incident have been registered on the batch. 4 icsrs for "darby" products with the pt needle issue are registered into the global safety database from different reporters among which 2 reported in 2019 referred to needle broken with no deficiency observed during the quality investigations. No increase of frequency was noted, no CAPA is required. Description of the manufacturer's evaluation concerning possible root causes/causative factors and conclusion. The controls during production make it possible to check the quality and conformity of the thread. The controls are performed during injection on caliber and during assembly on syringes. No non-compliance and / or deviation related to a screwing or hold defect in this needle batches was recorded during the production. This is the first complaint on these batches for screwing / thread too loose defect. The practitioner did not send incriminated needles but returned needles from the same batch. Tests were performed on needles from retention box with 20 syringes compliant to (B)(4). No deviation was observed during these tests. Regarding the description of the defect and the results to the tests performed during investigation, the cause of the defect cannot be proven. Consequently, and without any defect observed during this investigation, use of a non-compliant syringe to the iso9997 (thread <0.213inch) or with a poor thread is privileged. Remedial action / corrective / preventive / field safety corrective action the hold of needles from the incriminated batch is conform on syringes compliant with the (B)(4) standard. Routine controls during injection step (1 complete mold every 8 hours) as well as during the assembly step (5 needles every 2 hours) make it possible to detect deviation on thread. Consequently, no corrective actions will be done due to this complaint.

Event description:
Spontaneous report, from the united states. Local reference #: (B)(4). Quality complaint reference #: (B)(4). Dealer complaint reference #: (B)(4). Initial information received on (B)(6) 2021 from darby about a needle issue and forwarded to septodont on (B)(6) 2021. As per the initial information, the case was triaged as "quality complaint". Follow up #1 was performed by septodont on (B)(6) 2021. Post the information received on follow up, it was triaged as "adverse event". Hence the day 0 for the case selected as (B)(6) 2021. Follow-up #2 information was received (B)(6) 2021 from the dentist by septodont. Follow-up #3 information was received on 07-apr-2021 fom quality department by email. Course of events: the dentist informed that four adult patients with no specified medical history and concomitant medical conditions, had been treated with suspect device darby plastic hub needle 27g long (batch # f08637aa, expiration date: unknown) on an unknown date. The procedures being performed were numbing for fillings. The needles are not bent before use. On an unknown date, the suspect device comes off the aspirating syringe, unthreaded in the patients mouth. It was reported that the needle would completely unscrew from the syringe and entire needle would stay in the patients mouths. Each time the dentist retrieved the needle safely. Outcome: at the time of the report, the patient's outcome was recovered. Based on available data from quality department: the practitioner did not send incriminated needles but returned needles from the same batch. Quality department performed test on needles from retention box with 20 syringes compliant to (B)(4). No deviation was observed during these tests. No further information available and expected. **************************************************************************************************************************** fup#1 received on (B)(6) 2021: adverse component of case identified. Fup#2 received on (B)(6) 2021: additional information on patients and condition of needles was provided. Fup#3 received on (B)(6) 2021: quality investigation results received. Upon internal review on 04-may-2021, global vigilance department with the approval of the qppv decided to downgrade this case as non-serious because the needle did not break but went completely unthreaded as an entire piece with no impact on the patient as the dentist could retrieve the needle safely. Sender's comments causality assessment on (B)(6) 2021, on initial information received on (B)(6) 2021 and fu1 received on (B)(6) 2021 and additional information received on 17-feb-2021. Re-evaluated on (B)(6) 2021, on add info received on 07-apr-2021: a. Seriousness: non-serious. B. Expectedness: foreign body in mouth: unexpected us. Needle issue: unexpected us. Suspected product quality issue: unexpected us. C. Causality. A) latency - compatible. B) recognized association - no. C) analysis -the quality investigations performed showed no non-compliance nor deviation related to a screwing or hold defect in this needle batches that would occurred during the production. This is the first complaint on these batches for screwing / thread too loose defect. The practitioner did not send incriminated needles but returned needles from the same batch. Tests were performed on needles from retention box with 20 syringes compliant to (B)(4). No deviation was observed during these tests. Regarding the description of the defect and the results to the tests performed during investigation, the cause of the defect cannot be proven. Consequently, and without any defect observed during investigation, use of a non-compliant syringe to the (B)(4) (thread <0.213inch) or with a poor thread is privileged. Therefore causality of the device was assessed as unlikely. D) dechallenge - n/a. E) rechallenge - n/a. Concluded causality who: unlikely. ****************************************************************** fu3: qa results.

Manufacturer narrative:
Preliminary analysis. There was no information to identify a misuse or inappropriate usage during the local injection, so pending quality investigations results, the causal relationship between the device and the incident was considered as not assessable. Initial corrective actions/preventive actions implemented by the manufacturer no other incident have been registered on the batch. 4 icsrs for "darby" products with the pt needle issue are registered into the global safety database from different reporters among which 2 reported in 2019 referred to needle broken with no deficiency observed during the quality investigations. No increase of frequency was noted, no CAPA is required.

Event description:
Spontaneous report, from the united states. Local reference #: us-septodont (B)(4). Quality complaint reference #: (B)(4). Dealer complaint reference #: (B)(4). Initial information received on (B)(6) 2021 from darby about a needle issue and forwarded to septodont on (B)(6) 2021. As per the initial information, the case was triaged as "quality complaint". Follow up #1 was performed by septodont on (B)(6) 2021. Post the information received on follow up, it was triaged as "adverse event". Hence the day 0 for the case selected as (B)(6) 2021. Follow-up #2 information was received (B)(6) 2021 from the dentist by septodont. Course of events: the dentist informed that four adult patients with no specified medical history and concomitant medical conditions, had been treated with suspect device darby plastic hub needle 27g long (batch # f08637aa, expiration date: unknown) on an unknown date. The procedures being performed were numbing for fillings. The needles are not bent before use. On an unknown date, the suspect device comes off the aspirating syringe, unthreaded in the patients mouth. It was reported that the needle would completely unscrew from the syringe and entire needle would stay in the patients mouths. Each time the dentist retrieved the needle safely. Outcome: at the time of the report, the patient's outcome was recovered. Quality investigation would be performed on receipt of samples. No further information is expected. Fup#1 received on (B)(6) 2021: adverse component of case identified. Fup#2 received on (B)(6) 2021: additional information on patients and condition of needles was provided. Causality assessment on (B)(6) 2021, on initial information received on (B)(6) 2021 and additional information received on (B)(6) 2021: seriousness: serious (required intervention to prevent permanent impairment/damage (devices)) expectedness: foreign body in mouth: unexpected us needle issue: unexpected us suspected product quality issue: unexpected us causality latency - compatible recognized association - no analysis - a detachment of the needle from the hub in mouth may implied the same causes of needle breakage such as the bending of the needle before use (excluded by the reporter), excessive pressure or a sudden movement of the patient during the injection and/or the use of a needle size inappropriate to the type of procedure, but also involve a potential adhesive issue. There was no information to identify a misuse or inappropriate usage during the local injection, so pending quality investigations results, the causal relationship between the device and the incident was considered as not assessable. No other incident have been registered on the batch. 4 icsrs for "darby" products with the pt needle issue are registered into the global safety database from different reporters among which 2 reported in 2019 referred to needle broken with no deficiency observed during the quality investigations. No increase of frequency was noted, no CAPA is required. Dechallenge n/a rechallenge n/a concluded causality who: not assessable